Event description:
It was reported that this patient has recently experienced diaphragmatic nerve stimulation and was seen in-clinic. The physician tested all possible left ventricular (lv) lead pacing configurations, but none were found to be acceptable, either due to capture loss or phrenic nerve stimulation. Due to the recent device implant, the physician suspected the right ventricular (rv) and lv leads had been moved, possibly due to twiddler's syndrome. Diagnostic imaging is anticipated to compare with the post-implant x-rays. Additionally, the physician programmed the device to rv only pacing mode to prevent further diaphragmatic stimulation. X-ray images were subsequently performed, which confirmed both the rv and lv leads had dislodged from the implant location. A surgical revision procedure was performed, where both leads were repositioned to resolve the event. At this time, the rv and lv leads remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has recently experienced diaphragmatic nerve stimulation and was seen in-clinic. The physician tested all possible left ventricular (lv) lead pacing configurations, but none were found to be acceptable, either due to capture loss or phrenic nerve stimulation. Due to the recent device implant, the physician suspected the right ventricular (rv) and lv leads had been moved, possibly due to twiddler's syndrome. Diagnostic imaging is anticipated to compare with the post-implant x-rays. Additionally, the physician programmed the device to rv only pacing mode to prevent further diaphragmatic stimulation. At this time, the system remains implanted and in-service. No adverse patient effects were reported. It is currently unknown if the involved leads are boston scientific products.